Event description:
The customer reported to customer service that she noticed that the transformer was hot and then notice the wires were exposed and there was sparking coming from them.

Manufacturer narrative:
A replacement power supply has been sent to the customer. The customer reported to customer service that she noticed that the transformer was hot and then notice the wires were exposed and there was sparking coming from them. The customer did not report any signs or fire or sparking, nor did she report any injuries. The customer also stated that she would be sending the original product back to medela, however as of the date of this report, the product has not been received. Should the original product be returned and evaluated resulting in new information, a follow-up report will be filed. As a result of CAPA (B)(4), which is initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.